Event description:
It was reported the pt was experiencing occasional discomfort and pinching sensation at the ipg (implantable pulse generator) site. It was reported the pt was to have a charger swap and was still having the pain. Also, the sjm rep was to meet with the pt.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.